Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2021. During the procedure, the bands would not fire after the trip wire was pulled back and secured in locking slit. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additionally, the physician removed the ligator shrink wrap prior to securing the ligator head on the scope, which is earlier or at the beginning of device set up, than what is instructed in the device instruction for use.